Event description:
Follow up from the health care provider reported the cause of the death was unknown. The health care provider had no reason to believe the death was device related. Follow up with the funeral home provider provided no additional information. Funeral home could not locate the death certificate. The county coroner could not provide any information. No further information reported. Please reference manufacturer report # 3004209178-2012-09626 for information on death for patient with bilateral dbs system.

Event description:
It was reported that the patient died on (B)(6) 2012. The patient's family member stated that the patient's death was not related to the implanted neurostimulator (ins) but that the cause of death was "partially due to parkinson's, dementia, and a urinary tract infection." It was noted that the patient had a uti for several months that failed to clear up. Additional information was requested, but was not available at the time of this report. See also manufacturer's report # 3004209178-2012-09626.

Manufacturer narrative:
Product ID 7482a40, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 748240, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 7438, serial # (B)(4), implanted: (B)(6) 2007, product type programmer, patient product ID (B)(6), lot # v040097, implanted: (B)(6) 2007, product type lead; product ID 3389s-40, lot # v037067, implanted: (B)(6) 2007, product type lead.